Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly, preventing the device the device from sending a remote transmission. No patient symptoms were reported.